Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting. The customer continued to use the pump for insulin therapy.